Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: during investigation, there was no damage found to the keypad. The up and down arrow buttons did not respond to presses. All other buttons responded to presses appropriately. There was corrosion observed in the battery compartment. A leak test verified a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board including the keypad circuit. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.